Event description:
The reporter contacted animas on (B)(6) 2012 stating that the keypad buttons were sticking down when pressed, particularly the up and down arrows, for the past two to three months. The reporter stated holding down buttons and multiple presses were required to elicit a response. The patient reportedly wore the pump under a garment, against the body and did not clean the pump. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and down arrow keypad buttons were intermittently responsive. There was evidence of contamination found under the contrast, up arrow and down arrow key contacts.